Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima catheter system needle would not retract. The following information was provided by the initial reporter: this patient was a confused, combative elderly patient who we needed to start a new piv. We decided to have two nurses at the bedside; one nurse to hold patient's arm, and the other nurse to start piv. Because I've had similar issues with this specific type of catheter where the needle may not always catch into the safety lock device, I am always cautious of the needle when I remove it. After attempting the IV insertion, I held the catheter by the wings / flap against the patient's skin with my left hand and then gently pulled on the white cap area with my right hand to retract the needle. I can visibly see the needle retract, but the whole needle came out without being locked into the safety device. The needle was just exposed. When I realized the needle did not lock into the safety cap, I carefully placed it away from reach and informed the second nurse so she doesn't touch the device. This could have easily been a needle stick injury to patient / staff if the person removing needle was not aware that the needle didn't lock into the safety cap.

Event description:
It was reported that the bd saf-t-intima catheter system needle would not retract. The following information was provided by the initial reporter: this patient was a confused, combative elderly patient who we needed to start a new piv. We decided to have two nurses at the bedside; one nurse to hold patient's arm, and the other nurse to start piv. Because I've had similar issues with this specific type of catheter where the needle may not always catch into the safety lock device, I am always cautious of the needle when I remove it. After attempting the IV insertion, I held the catheter by the wings / flap against the patient's skin with my left hand and then gently pulled on the white cap area with my right hand to retract the needle. I can visibly see the needle retract, but the whole needle came out without being locked into the safety device. The needle was just exposed. When I realized the needle did not lock into the safety cap, I carefully placed it away from reach and informed the second nurse so she doesn't touch the device. This could have easily been a needle stick injury to patient / staff if the person removing needle was not aware that the needle didn't lock into the safety cap.it was reported that the bd saf-t-intima catheter system needle would not retract. The following information was provided by the initial reporter: this patient was a confused, combative elderly patient who we needed to start a new piv. We decided to have two nurses at the bedside; one nurse to hold patient's arm, and the other nurse to start piv. Because I've had similar issues with this specific type of catheter where the needle may not always catch into the safety lock device, I am always cautious of the needle when I remove it. After attempting the IV insertion, I held the catheter by the wings / flap against the patient's skin with my left hand and then gently pulled on the white cap area with my right hand to retract the needle. I can visibly see the needle retract, but the whole needle came out without being locked into the safety device. The needle was just exposed. When I realized the needle did not lock into the safety cap, I carefully placed it away from reach and informed the second nurse so she doesn't touch the device. This could have easily been a needle stick injury to patient / staff if the person removing needle was not aware that the needle didn't lock into the safety cap.

Manufacturer narrative:
Bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided. H3 other text : see h10.